Manufacturer narrative:
Retained lot samples for syringe lot 58272 were tested for needle sharpness. No abnormalities were found during testing.

Event description:
An end user reported that 150 of syringe item 828555 lot 58272 from the case of (B)(4) syringes are burred.

Manufacturer narrative:
Initial trend analysis for lot 58272 was conducted, no malfunctions were found. This is the only complaint for lot 58272. Further investigation will be conducted to determine the root cause of complaint.

Event description:
An end user reported that 150 of syringe item 828555 lot 58272 from the case of 5,000 syringes are burred.